Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation and the biosense webster inc, (bwi) product analysis lab observed a reddish material and a hole on the surface of the pebax. Initially, it was reported that during the procedure, there was a problem with the force of the catheter. A second device was used to complete the operation. There was no adverse event reported on patient. The force issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found on (B)(6) 2023 that there was a reddish material and a hole on the surface of the pebax. This finding was assessed as MDR reportable. The awareness date for this reportable lab finding is (B)(6) 2023.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on(B)(6) 2023. The device evaluation was completed on(B)(6) 2023. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material and a hole on the surface of the pebax. The magnetic and force feature was tested, no magnetic errors were observed, the force values and the vector displayed were observed within specifications. No force issues were observed. A screening test could not be performed, the temperature values were not displayed due to an open circuit on the tip area. A manufacturing record evaluation was performed for the finished device 30949057l number, and no internal actions related to the reported complaint condition were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure however, this cannot be conclusively determined. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under [PMA # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).